Event description:
Consumer alleges that the right motor is blown and the left motor is allegedly leaking. Consumer alleges that public transportation has been pushing her chair onto the transportation vehicle without disengaging the brakes. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model m51 power chiar, serial number/date code is unknown. The approximately age is 1 year. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The consumer stated the public transportation was not dis-engaging the brakes when moving the chair. The maintenance history of the device is unknown.